Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement typically is between 80 to 90 ohms, however there was one measurement of 126 ohms upon review. It was noted that the out of range shock impedance did not register on the remote home monitoring system. Upon discussion it was determined that the patient had surgery the same day as the recorded out of range shock impedance. Boston scientific technical services (ts) discussed that electromagnetic interference (emi) from cautery may have affected the measurement reading and since it was one isolated measurement they could opt to continue to monitor the patient. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.